Manufacturer narrative:
The insulin pump had a blank display due to corrosion on the liquid crystal display driver board.

Event description:
The customer stated that the insulin pump screen was fading in and out for no apparent reason. The insulin pump was not dropped or bumped, but the customer stated that she wears the insulin pump in a bag when she showers. The reported blood glucose reading was 210 mg/dl. Nothing further was reported.